Manufacturer narrative:
Pump was received with a blue screen/display anomaly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blue screen/display anomaly. Pump failed to enter recovery mode preventing download of history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor. The test p-cap and reservoir locked properly into reservoir compartment. The following were also noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Critical pump error (open book image) alarm was confirmed. Display anomaly/blue screen was confirmed due to moisture damage at electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer experienced hyperglycemia with the blood glucose value of 600 mg/dl. The customer was treated with insulin shots. Explain the pump performs safety checks and an error was found. The event involved product(s) mmt-7020a, mmt-332a, mmt-1780kpk, mmt-386a. Troubleshooting was performed. Customer was not using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported a critical pump error/open book image error. No further patient complications were reported. The customer will discontinue the use of the insulin pump. No product return is required for mmt-7020a. No product return is required for mmt-332a. Mmt-1780kpk was requested and customer response was the device will be returned. No product return is required for mmt-386a.